Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was exposed to a high magnetic field while traveling. The customer stated that she took off the device and gave to one of the agents and the insulin pump went through the scanner. The caller stated that device alarmed no delivery while attempting to bolus. Troubleshooting was performed and the self test passed. However, the device failed the displacement test. The customer mentioned that she was pregnant and she is going back to manual injections. No further information was provided.